Manufacturer narrative:
Block e1 (initial reporter facility name): daping hospital of the third military medical university block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, some of them were moved and overlapped. The handle slot had marks of insertion of the trip wire. The returned irrigation tube and suture thread were in good condition, as well as the teeth and the suture hole of the ligator housing. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found some of the bands in the ligator head were moved and overlapped. This suggests that the device could not deploy the bands. It is possible that an incorrect application of tension to the suture thread at the time of activation that moved and overlapped the bands caused improper deployment of the bands. Perhaps the technique used, or patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicosity ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), and block e1 (initial reporter facility name) have been updated based on the additional information received on may 25, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicosity ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block h6 (device codes) has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicosity ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicosity ligation procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed as expected. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.